Event description:
A medtronic rep reported that a cable inside the camera spring-arm was damaged causing some camera angles to not function. The tumor resection was completed without the navigation system.

Manufacturer narrative:
The part has not been returned to the MFR.